Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Mfg site eval: the enduro-axis has broken above the taper and exhibits a fatigue fracture. This indicates the load transfer was not through the taper (as required) but above the taper through the narrow x-section of the axis. Mfg documents were reviewed for this lot number and there are no indications of material or mfg defects. The loosening of the connection at the taper is the cause for the failure of the axis. This is the result of not fitting the taper properly during the surgery and therefore is a user error.

Event description:
Country of complaint: (B)(6). Approx four weeks ago (around (B)(6) 2014) the pt experienced sudden pain and noticed noise from the knee at approx 45 degrees fixation. The surgery to implant enduro was carried-out on (B)(6) 2011. A revision surgery was planned because it could be seen on x-ray that the implant had become uncoupled. The revision took place at the beginning of (B)(6).